Event description:
It was reported that during a lap prostatectomy procedure, the clip flew out of the jaws in the open position. This occurred with two instruments. Completed with the same like product. There was no pt consequence.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.